Event description:
Additional information received indicated that the pacemaker (pm) was explanted. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, backup vvi issue was observed on the device. Programming change was not successful. The device would be explanted. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a reset error that occurred and caused the device to revert to backup mode, which is consistent with u2 xena ic anomaly. The device was tested on the bench and longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.